Event description:
Additional information received reported that the connector pin was changed from socket 2 to socket 1 because they didn¿t try to program the implantable neurostimulator with the clinician programmer. It was unclear what this meant. It was noted that the patient had no stimulation when the adaptor pin was in socket 2. It was reported that the revision resolved the issue and the reporter thought that the patient would be ¿ok.¿

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the adaptor connector pin was changed from socket 2 to socket 1 during a revision surgery. The reason for the revision was unknown. It was noted that the patient was ¿ok.¿